Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The device passed both manual and preset simulation tests and no product performance issue were identified related to spo2 and pulse rate. The unit was determined to be functioning as designed.

Event description:
The customer reported the device is reading low. No patient impact or consequences were reported.